Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. The tests was done in a feeding state, with results of 50, 81, and 90 mg/dl. Reporter did not have any symptoms. The meter had never been cleaned. Control testing was not done due to lack to supplies. On follow-up, the reporter stated that the test strip confirmation dot was not completely blue after the first test. No harm was alleged.